Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus italia s.r.l. (Oit) for evaluation. The instruction manual provides warnings about the use of lamps not specified by olympus and the improper fixing of the lamp. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, it is possible that the user did not notice or ignored the description in the instruction manual and installed a nonapproved lamp. In addition, the improper installation of the lamp and heatsink may have caused a lamp error e108. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the branch of olympus (B)(4) and found followings; the endoscopic image was displayed normally. The lamp in the device was not made by olympus and was not fixed properly. The branch of (B)(4) replaced the lamp to another one made by olympus and fixed it properly. As a result, the error message disappeared. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that a lamp error e108 was displayed on the screen. The device was rebooted several times. The lamp was replaced due to exhaustion hours.there was no report of patient injury associated with this event.